Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s918usqs6eyl1 hardware: sm-s918u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she was hospitalized due to hyperglycemia on (B)(6) 2024. The patient stated that she was diagnosed with diabetic ketoacidosis (dka). At the time of the reported event, the patient was using the pod only in manual mode during mealtimes per her healthcare professional¿s instructions and continued to use injection pens for the remainder of her insulin needs. Although no specific blood glucose (bg) level was reported in relation to this event, the patient stated that her bg levels generally ranged between 700 and 800 mg/dl from (B)(6) through (B)(6) 2024. She further noted that when her bg levels decreased to around 400 mg/dl, she would sometimes experience seizures, which she attributed to her body being accustomed to chronically elevated bg levels and reacting to the sudden decrease. No additional information was provided regarding this specific hospitalization. However, the patient reported experiencing multiple dka episodes throughout 2024 and stated that her healthcare provider at the time did not adjust her treatment plan despite these repeated events. The patient noted that she has since switched healthcare professionals and is now wearing the omnipod full-time. She reported that her bg levels currently average 180-200 mg/dl, and no additional reports of dka have been received.